Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was found to have a small cut after it was slipped on it was getting bigger and bigger throughout the case. Any time the scissors were rotated the tear got bigger. The procedure was completed with no reported injury.